Event description:
Additional information was received that the patient later had a prophylactic generator replacement.

Event description:
Additional information was received that the patient was recently discharged from the hospital after having chest pain, chest tingling, and a heart rate that would not go below 120 bpm. The patient has not historically had these issues and received a cardiac workup. The patient had a neurology follow up where no heart rate changes were seen upon interrogation and the physician concluded that the pain, tingling, and tachycardia were not related to vns and the generator was functioning properly. It was also noted that the patient was previously referred for replacement solely for low battery and not for the adverse events reported.

Event description:
Additional information was received that the patient was experiencing extremely intense and uncomfortable stimulation recently and does not know of a singular event that may have affected her device.

Event description:
Additional information was received that the facility's pathology department never received the explanted device, indicating that the device was discarded.

Event description:
It was reported that the patient was referred for generator replacement as they felt stimulation after the device was disabled for an MRI. The patient ultimately never received an MRI. Previous interrogations were reviewed by the representative in clinic and generator disablement could not be confirmed and the patient did not see a different physician for disablement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿altered perception of stimulation¿ is not available.